Event description:
The report originally received from the affiliate states, that there was kink on the tip of the guidewire. It was noticed after it was removed from the package. The package was intact before it was opened. The product was returned and during analysis it was noted that the distal tip of the wire was found bent and stretched. The affiliate confirmed that there was no mishandling of the product and the product was not used in the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.